Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The supera stent delivery system referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was heavily calcified and mildly tortuous. An ht command guide wire (gw) was placed in the vessel. The supera stent delivery system was advanced over the gw, but became stuck on the gw just before entering the introducer sheath. During removal, the stent system and gw remained stuck together and the supera started to deploy. Both devices were removed. There was no adverse patient effect or a clinically significant delay in procedure. Another gw and stent system were used successfully to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported difficult to advance and difficult to remove were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to advance with the sess include, but are not limited to, buildup of procedural contaminants, inner diameter of the guide wire lumen, outer diameter of the guide wire, and/or user technique. Factors that may contribute to difficult to remove with the sess include, but are not limited to, procedural contaminants, inner diameter of the guide wire lumen, outer diameter of the guide wire, and/or user technique. In this case, it is possible that a buildup of procedural contaminants in the guide wire lumen may have contributed to the reported difficult to advance and subsequent difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na